Manufacturer narrative:
The devices have not returned for evaluation. Radiographic images were provided which confirm the event of a screw backing out of the plate at the most inferior level. A review of the device history records could not be performed as the identifying part and lot numbers were not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent an 2-level anterior cervical discectomy and fusion spinal procedure on an unknown date. About 6 months postoperatively, it was reported that a screw had backed out of the plate.